Event description:
It was reported that during atherectomy and balloon angioplasty procedure removal difficulties occurred. The plaque was located in the very steep and tight bifurcation of common iliac of superficial femoral artery (sfa). The chariot¿ guiding sheath 7f, 45 cm, st, cc was tracked over the bifurcation successfully. The patient was treated with jetstream atherectomy. A non-bsc stent was placed and unspecified multiple different angioplasty balloons were used without any issues. During the withdrawal of the sheath, it seemed to be stuck. It was noted that the physician tried to pull on the sheath and it started to stretch a little. The physician put a unspecified stiffer wire in, reinserted the dilator and removed the sheath. It is noted that the sheath was removed from the body safely, though it was stretched out. No further complications were reported and the patient condition was fine.

Manufacturer narrative:
Age at time of event: over 40 years. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a chariot guide sheath. There was blood inside and on the outside of the hub, shaft, and tip. Microscopic examination revealed that 16cm of the shaft was stretched from the hub. The braiding was not exposed and the arnitel material of the outer shaft was still intact. The total length of the device from the hub was 52.5cm, not meeting the specification due to the stretching of the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during atherectomy and balloon angioplasty procedure removal difficulties occurred. The plaque was located in the very steep and tight bifurcation of common iliac of superficial femoral artery (sfa). The chariot guiding sheath 7f, 45 cm, st, cc was tracked over the bifurcation successfully. The patient was treated with jetstream atherectomy. A non-bsc stent was placed and unspecified multiple different angioplasty balloons were used without any issues. During the withdrawal of the sheath, it seemed to be stuck. It was noted that the physician tried to pull on the sheath and it started to stretch a little. The physician put a unspecified stiffer wire in, reinserted the dilator and removed the sheath. It is noted that the sheath was removed from the body safely, though it was stretched out. No further complications were reported and the patient condition was fine.